Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that they experienced high blood glucose of 413 mg/dl. Customer treated with manual shot. Customer stated that high blood glucose was not due to insulin pump, it was due to steroids. Customer also stated that infusion set had bent cannula. Insulin pump will not be returned for analysis.